Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a d5w bolus was inadvertently given to the patient in l&d after the nurse opened the door to the infusion pump and the safety clamp did not close. The roller clamp was not engaged at the time of the event. There was no report of harm to the patient.

Manufacturer narrative:
Correction to initial reporter address.